Event description:
Registered nurse was performing a finger stick on patient in emergency department and was in the process of placing the lancet down on a table, when she felt a prick on her left fourth finger. She noticed blood in her glove and also noticed that needle from lancet was dangling and did not retract properly.

Manufacturer narrative:
Investigation was opened on 25 sep 2018 to cover several complaints over a 2 month period stating that unistik 3 comfort device needles were not retracting after use. Full report attached (inv-18-00064 rev 01).